Manufacturer narrative:
According to the reporter, there was a tip shear incident. Account was using a mammotome 8g probe with an affirm system. The radiologist finished taking samples and dialed back 10mm in preparation to place the marker. The radiologist had a hard time deploying the marker, noticing that there was resistance. They also noticed that it was difficult to pull the probe and marker out of the breast. The tech reports that the probe and the introducer were removed from the breast together. Marker tip was discovered inside of the breast upon post-biopsy mammogram. Update: upon calling the account for additional information, it was made known that the pathology from the biopsy came back positive and the patient will be going to surgery to remove the tissue. The problem occurred during the procedure. The procedure was completed with the reported marker. No patient complications were noted. Additional information was provided by the reporter: the tip was left in the patient post procedure and the patient was aware. The biopsy was positive and patient has a surgical consult scheduled. The cutter was not closed while the mammomark was inside the probe. The device was not returned for evaluation. Based on available information and user feedback, the most likely root cause was determined to be customer failure to follow the instructions for use (IFU). The IFU clearly states: "caution: do not insert beyond appropriate band or tip damage may occur." "Caution: do not activate the probe cutter or other clinical functions while a marker is inserted in the probe. Take care to completely remove the marker out of the probe before activating any of the holster's clinical functions." Failure to adhere to these precautions may have contributed to the reported issue. If any new information becomes available, the complaint will be reassessed accordingly.

Event description:
According to the reporter, there was a tip shear incident. Account was using a mammotome 8g probe with an affirm system. The radiologist finished taking samples and dialed back 10mm in preparation to place the marker. The radiologist had a hard time deploying the marker, noticing that there was resistance. They also noticed that it was difficult to pull the probe and marker out of the breast. The tech reports that the probe and the introducer were removed from the breast together. Marker tip was discovered inside of the breast upon post-biopsy mammogram. Update: upon calling the account for additional information, it was made known that the pathology from the biopsy came back positive and the patient will be going to surgery to remove the tissue. The problem occurred during the procedure. The procedure was completed with the reported marker. No patient complications were noted.